Event description:
During a laparoscopic procedure, the physician used a morcellator. Even though the morcellator blade was not engaged, part of it was actually exposed and a vessel in the anterior abdominal wall was lacerated. The morcellator was removed and the area was sutured. A second morcellator was inserted and the procedure was completed. Treatment was required because of the device failure. The physician put 2 ligatures around the vessel. The patient's vital signs remained stable throughout the procedure and they were taken to the recovery room in good condition. Reportedly, the morcellator had a defective locking mechanism. The company representative was contacted and retrieved the defective equipment.